Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the blade broke and part of it fell into the patient, but could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade tip broken off. The device was connected to a test handpiece and generator and during functional testing, the generator displayed an error code 5 (instrument error code). The location of the break is inside the tube proximal to the tissue pad. The probable cause is that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
The customer received a blood glucose reading of 243 mg/dl from her contour meter and a reading of 100 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer refused to troubleshoot or provide any add'l info before ending the call. No product will returned.